Manufacturer narrative:
(B)(4).

Event description:
Procedure:nephrectomy. According to the reporter: the endo catch bag ripped when placing the kidney in bag to be removed. The bag was removed from pt.